Event description:
Customer states she was given chair brand new from aunt that passed away- new in box. She has been using last 2 and a half years. Customer states that the first week of june the two front legs became wobbly. Customer's friend tried adjusting legs but was still wobbly. Customer reports that she has a bathmat inside tub with safety bars. Customer stopped using chair when she went to sit down and fell and bruised leg. No medical intervention reported, no additional information provided.